Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8f swartz braided introducer dilator was received for evaluation. Visual inspection revealed the dilator was perforated at 0.79¿ proximal to the distal tip. There were multiple bends throughout the dilator. A needle/stylet assembly from current inventory was inserted and advanced fully through the dilator; no resistance or functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured dilator remains unknown.

Event description:
During a mitraclip-procedure, the needle poked through the dilator during transseptal puncture. The sheath was replaced to continue the procedure.